Manufacturer narrative:
Device was not returned for eval.

Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that the device jammed. There was no pt consequence.